Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, it was reported that the pt lost feeling on his left side and that his vision was blurry. The pt stated that the behavior started 2 weeks ago, and he has since turned the stimulator off. On (B)(6) 2010, the pt met with the physician. The physician told the pt that he did not think the scs system was causing the weakness and blurry vision. The pt wanted to have the system explanted, however, the physician advised him not to subject himself to an add'l surgery. The physician referred the pt to a neurologist for a complete eval. The neurologist did a CT scan of the brain and cervical spine and was unable to find any neurologic evidence to explain the pt's symptoms. The neurologist diagnosed the pt with post concussion syndrome and stated that in his opinion.